Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and hole in the left cylinder were not confirmed as the identified perforations are consistent with explant damage and therefore secondary failures. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The cylinders were visually and microscopically inspected revealing that the kink resistant tubing (krt) was cut down to the input tube sleeve junction and was not returned for analysis. The cylinder had wear at fold in the cylinder bodies and holes in the outer tube result of sharp instrument damage consistent with explant damage. The cylinders were not pressure testes due to the identified leaks. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital to address mechanical issues experienced with an inflatable penile prosthesis (ipp). Two weeks later, a replacement surgery was performed; however, it was indicated that the reservoir was not removed. During the procedure, fluid loss was identified due to a hole in the left cylinder but its cause was not determined. The patient was sable and improved following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital to address mechanical issues experienced with an inflatable penile prosthesis (ipp). Two weeks later, a replacement surgery was performed; however, it was indicated that the reservoir was not removed. During the procedure, fluid loss was identified due to a hole in the left cylinder but its cause was not determined. The patient was stable and improved following the intervention.